Manufacturer narrative:
Batch review performed on 23 april 2018. Lot 167325: (B)(4) items manufactured and released on 02 february 2017. Expiration date: 2022-01-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 24 april 2018. Three (3) months after revision due to infection, the insert fixation screw broke and was found loosened in the joint. Immediate arthroscopic removal is strongly recommended and articular surfaces must be checked for possible damage. The cause for insert screw breakage is not known. Investigation performed by r&d product manager on 24 april 2018: the insert fixation screw broke and was found loosened in the joint. It is not possible to know the cause for the insert screw breakage. Torque limiter screwdriver was used during tightening , so excessive torque was not applied. A possible cause for breakage could be an excessive bending moment applied on the screw during tightening, if the screwdriver was not in axis with the screw. This is still only a supposition, the cause for the event remain unknown.

Event description:
About 5 months after primary the inlay screw broke. The surgeon plan to revise the patient.

Manufacturer narrative:
Additional information received on 03 october 2018 on (B)(6) 2018 the spacer was removed and permanent hardware was implanted. The surgery was completed successfully.

Manufacturer narrative:
On the 27 november 2018 it was noticed that the patient involved in this event is the same of the MDR 2018-00477 and that the revision of the broken screw happened on the (B)(6) 2018. The patient has the broken screw and an infection, during the revision all the devices, including the broken screw, were removed and a spacer inserted. On the (B)(6) 2018 the spacer was removed and the final implant inserted in the patient.